Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Inspection of the device noted that the back and bottom of the header had been cut off. The right ventricular (rv) positive (+) setscrew was stuck in the up position with the seal plug missing. Testing confirmed that the device was able to deliver therapy and no further testing was performed.

Event description:
Boston scientific received information that during a routine device change out procedure, the device setscrews experienced difficulty in unscrewing. Technical services discussed recommendations to loosen the setscrews. The implanting physician removed the header from the device. Ultimately a bone cutter was successful in unscrewing the setscrews. The chronic leads tested within normal limits with the new device and were re-used. No further complications were observed. To date, no adverse patient effects were reported with this clinical observation. The device was returned for reliability analysis.